Event description:
Single account reported to dade behring that they observed a clinical s. Aureus isolate oxacillin mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos mic panel type 20a panel and oxacillin-resistant results on a secondary method (cefoxitin disk screen) also performed for the clinical isolate. There was no report of adverse health consequences to the patient as a result of the false susceptible results being obtained.

Manufacturer narrative:
H6. Evaluated codes: method; (86) other: contacted customer to obtain clinical isolate for evaluation. Routine monitoring of complaint history and performance trends to ensure performace is within claims. H6. Evaluation codes: results (400) other - clinical isolate has not been received from the customer. In-house testing of the isolate is anticipated, but not yet performed. H6. Evaluation codes: conclusions: (68) other - overall oxacillin performace of dried pos panels is acceptable.